Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, missing reservoir tube o-ring, missing retainer ring, and faded serial number label.

Event description:
Information received by medtronic indicated that the retainer ring was came off while changing the reservoir. Customer stated that reservoir able to locked in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.